Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager refrigerator was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2011, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not working. A field service engineer (fse) was able to clear the error by manually unlocking the remote manager, closing the door, and clearing the error message. The remote manager was inspected, the latch contacts were cleaned, and contact lubricant was applied. Multiple remote manager tests and hardware test application (hta) tests were performed with no errors, confirming that the system was operational. The system functioned as intended after the field service engineer repaired the device.